Manufacturer narrative:
Findings: (B)(4) inspected 3 opened/used enlite sensors and performed visual inspection and found 1 of 3 sensors with cannula broken and part is still in tubing anal. 1 remaining sensors performed bicarbonate buffer test per dop114-830, both sensors passed per specification with accurate readings. Unable to confirm adhesive anomaly due to sensor was returned opened/used. Also found 2 cannulas bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the insulin pump alarm lost sensor and bent sensor cannula. Customer's blood glucose was unknown. The customer was advised that the sensors is having a normal function but still offered a replacement sensor.